Event description:
On (B)(6) 2025, the senior clinical diabetes specialist (cds) reported on behalf of the teen end-user that healthcare providers advised of a hospitalization for diabetic ketoacidosis (dka) on (B)(6) 2025. Per the cds, the end-user's dexcom continuous glucose monitor (cgm) had failed, and no replacement was available. The end-user did not initiate back-up insulin therapy while waiting for a replacement. The cds spoke with the user's mother on (B)(6) 2025, who stated that the teen was receiving intravenous insulin and expected to be discharged that day. Attempts to contact the parents on (B)(6) 2025 were unsuccessful, and no further information is available.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.